Event description:
It was reported that patient was admitted in 2007 fro revision right total hip replacement due to aseptic loosening and severe periprosthetic osteolysis above the acetabulum and femur. As the final stem was being impacted, a nondisplaced fracture running obliquely through the middle 1/3 of the femur occurred. The fracture was reduced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A mandatory medwatch report was received on january 24, 2008 from the user facility.